Manufacturer narrative:
Additional information (28-aug-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided by the customer. No reagent issues were identified. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a variety of troubleshooting steps on the instrument and observed inadequate aspiration. The cse replaced the aspiration pump tubing of the instrument, which is considered routine service. The customer stated the issue was resolved and no other discordant results were reported. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the sos investigation. Initial MDR 2432235-2025-00221 was filed on 26-aug-2025.

Event description:
The customer reported to siemens they obtained erroneously elevated carbon dioxide concentrated (co2_c) results on three (3) patient samples on an advia chemistry xpt system. The erroneously elevated results were not reported to the physician(s). The same samples were reprocessed on an alternate advia chemistry xpt system. Lower results were obtained, considered correct, and not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide concentrated (co2_c) results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding three (3) erroneously elevated carbon dioxide concentrated (co2_c) patient sample results obtained on an advia chemistry xpt system. Siemens is investigating the event.